Event description:
Healthcare professional additionally reported "plug strap separated when removing fluid" and "small hole done when cleaning implant". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, yellow particles in the shell, broken on radius, calcification (approx. 10%), missing on radius (0-25%) and delamination of the plug strap. A leak test and microscopic analysis was performed which identified: broken sharp, opening striated and delamination (>75% total separation). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on radius of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive a striated opening assessed as surgical damage consist in the use of some surgical tool. A delamination total of the plug strap disk shell (cohesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.